Manufacturer narrative:
No detail of event was available. Unclear if device was overloaded and or a transfer error had occurred at the time of event. MDR filed based on injury claim.

Event description:
The customer was pushing in the armrests of the wheelchair when the arm socket allegedly broke off. Causing the consumer to fall and re injured his right leg. Serious injury is alleged.